Event description:
A system error 2240 message that appeared on the display of the home patient's homechoice machine during drain 2/6 of his automated peritoneal dialysis therapy. Reportedly, the home patient disconnected his transfer set from the patient line of the homechoice set without pausing therapy. The home patient reconnceted to the setup and received the alarm. Baxter's technical service center assisted the home patient's spouse in ending the therapy early. Therapy was discontinued for the evening. No patient injury or medical intervention was associated with this incident per the home patient's spouse.

Manufacturer narrative:
Baxter's product surveillance department has reviewed proper procedures with the home patient in addition to referring them to their patient at-home guide for further details.